Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone. This was due to a disconnected cable. A calibrated set was used for testing per the device release specifications.